Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter alleged that the pump was not fully rewinding during the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/14/2015 with the following findings: a review of the pump¿s black box history showed that no errors, alarms, or warnings related to the event were recorded. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The pump case was removed and no intermittent condition was found on the motor flex. The complaint that the pump was not fully rewinding during the rewind step was not able to be duplicated during investigation. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.